Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were reported. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "randomly stops feeding". They stated that there was no error code or alarm. The initial reporter stated that the complaint had been discovered during testing and that no patient had been affected by the complaint. Complaint (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were reported. When the pump was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump "randomly stops feeding". They stated that there was no error code or alarm. The initial reporter stated that the complaint had been discovered during testing and that no patient had been affected by the complaint. (B)(4).